Manufacturer narrative:
The console was received from the field for eval. Refer to eval # (B)(4) - upgrade console per CAPA # (B)(4). See attached rework instructions. Reworked per attached instructions. Found 12volt line on power supply was unstable causing screen flicker. Replaced power supply with sn (B)(4). The DHR for the console (s/n (B)(4)) was reviewed. The unit met MFR specifications when released and there were no issues related to the complaint.

Event description:
The screen flickers on and off.